Event description:
It was reported that "the balloon was found detached during use and there is the possibility that the balloon remained inside the patient body. When the catheter was withdrawn from the patient, there was no balloon on the catheter. The customer attempted to scrape out the detached balloon with another catheter, but it was unable to locate it." The customer commented that the balloon was probably trapped somewhere inside the patient body. No patient injury was reported.

Manufacturer narrative:
One catheter was returned without the packaging for evaluation. A visual inspection found no balloon latex or windings on the catheter tip. Dried blood was observed inside the inflation holes at the tip of the catheter. The proximal and distal windings and the balloon latex were missing from the catheter tip and were not returned. This condition may occur when the pull force of 1.5 lbs (per IFU) has been exceeded. The catheter body was found to be in good condition. Visual examination was performed with the unaided eyes.two possible lot numbers were reported. A device history record review was completed and documented that the device met all specifications upon distributionlot no. 59021955: expiration date 07/01/2013; manufacture date 04/20/2011.lot no. 59026216: expiration date 07/01/2013; manufacture date 04/28/2011. The complaint was confirmed. No indication of a manufacturing defect was noted. Review of the available information suggests that procedural factors may have contributed to the event. No actions will be taken at this time.

Manufacturer narrative:
Additional information from the customer confirmed that the catheter was being used for the thrombectomy in the superficial femoral artery. The physician felt as if the balloon was ruptured during the procedure and the balloon was found to be missing when the catheter was removed. However, since the procedure was performed with a suction unit, it was unable to determine if the balloon remained inside the patient body or if it was removed with suction. At last report, there were no adverse effects to the patient.